Event description:
(B)(6) 2015 - the pt reportedly pulled cuff out (B)(6) 2013.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.